Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 29 mg/dl and 219 mg/dl within 1 minute on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.